Manufacturer narrative:
Qc was run before and after the event and results recovered within assay limits, service information is not provided per the data analysis, the small changes in the morphology of the neutrophil population in the rerun sample produced different light scatter as compared to the initial sample, resulting in variable baso % results. Hypogranular granulocytes and agranular granulocytes, are known interfering substances that may affect differential results.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding discrepant basophils percentage (ba%) differential results between the initial and rerun samples generated by the unicel dxh 800 coulter cellular analysis system for one patient. The erroneous results were not reported out of the laboratory. Per the customer, the manual ba % count was lower than instrument results, which the lab considered correct. Patient treatment was not impacted by this event.